Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that there are no ac lights.

Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation. The result of the evaluation was that the pcb had an open circuit causing the lights not to illuminate, which confirmed the original complaint issue. Fields were updated accordingly.

Event description:
Dealer is stating that there are no ac lights.